Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to difficulties charging the implantable pulse generator (ipg). The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was disposed per facility policy and will not be returned for analysis. Postoperatively, the patient was doing well. Electrocautery was used.

Manufacturer narrative:
B3: estimated based on the gfe response from the sales representative, as the issue progress over the last couple of years.